Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced mild dysphagia and ongoing gerd symptoms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2012. -device explant due to mild dysphagia and ongoing gerd occurred on (B)(6) 2017; a fundoplication was performed at the time of explant. -device was found in the correct position/geometry.